Manufacturer narrative:
The device was returned to olympus for preventive maintenance/inspection. Based on the results of the investigation: aw-tube has foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the aw-tube. There was no patient involvement.